Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument's tip was defective. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the reported tip defect referred to the jaws being unable to open and close properly.